Event description:
A customer reported that "a caesarean section was performed as a result of a misinterpretation of the (B)(6) recording." The monitor was reportedly printing at a rate of 3cm/min, instead of 1cm/min as expected by the user. Preliminary test results reveal that the system is operating according to specifications. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.